Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to position was not confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to the circumstances of the procedure. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effects of dissection and death, as listed in the multi-link vision coronary stent systems (css) instructions for use (IFU) are known patient effects that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) coronary artery with no calcification and no tortuosity. Three vision stents (3.0 x 15, 3.0 x 28, and 2.75 x 28) were implanted with no complication. However, when attempting to place a 2.0 x 12 mm mini vision stent in the distal part of the lad toward the end of the procedure, resistance was met with the guiding catheter and with the anatomy. Subsequently, the guiding catheter lost vessel access and caused an aortic dissection. The guiding catheter and the mini vision were removed as a single unit from the anatomy. The patient was placed on a intra-aortic balloon pump (iabp) and died the following day. No additional information related to the patient death could be obtained. No additional information was provided.